Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address instability. Update rec¿d (B)(4) 2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was experiencing an adverse reaction to metal debris. Upon revision dark metal staining of the capsule, mild burnishing of the femoral head and of the acetabular metal liner, and corrosion on the femoral head/trunnion interface and on the liner/acetabular shell interface. Also found was slightly yellowish fluid. The patient's acetabular liner and femoral head are being reported and the stem and shell are being added to the complaint and reported at this time. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.